Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks due to supraventricular tachycardia. The rhythm was declared in the vt-1 zone where detection enhancements were available and accelerated to the vt zone. The device therapy was exhausted. A boston scientific technical services consultant recommended programming adjustments. To date, there have been no adverse patient effects reported.